Event description:
This is filed to report thrombosis. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+, mild prolapse, thin posterior leaflet on lateral side of valve. A mitraclip ntw was inserted, but while in the left atrium (la), a mobile mass on tip of the steerable guide catheter (sgc) was observed. The clip was removed and aspiration was performed. There were no further signs of thrombus. An xtw clip was then successfully deployed on the mitral valve. To further reduce mr, an ntw clip was inserted, but was unable to grasp the leaflets. Therefore, the clip was removed and the procedure was discontinued. Mr was reduced to a grade of 3+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.